Event description:
Customer reported issues with sensor glucose versus blood glucose differences. Customer also reported a bent sensor cannula. Customer's blood glucose reading was 246 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: reliability analysis: inspected 3 opened/used enlite sensors and found 1 of 3 sensors cannula retracted inside sensor base. Unable to confirm cause received sensor in said condition. Due to customer returned opened/used. Performed bicarbonate buffer test per (B)(4). To 2 remaining sensors both sensors passed per spec. With accurate readings.